Manufacturer narrative:
Pt age: unk. Pt weight: unk. Implant date : na. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon loaded a 13.2mm micl 13.2 implantable collamer lens and upon insertion, the lens ripped. There was no patient contact. The backup lens was loaded and also ripped while being inserted - see MFR report # 2023826-2013-00348. The surgeon implanted a micl 13.7 implantable collamer lens with no problem. There was no patient injury. The reporter stated the surgeon felt the lenses may have been defective.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause to the lens tearing is user error or poor cartridge lubricity. Claim # 425427

Manufacturer narrative:
Date of event - correct date is (B)(6) 2013. Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens was returned dry and there was evidence of reddish residue on the lens surface. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).